Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: h4: it was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (02 dec 2018) has been updated to reflect the date the device was manufactured. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the cutter device and the reported condition that the device has broken tip was confirmed. The external features of the returned cutter were visually inspected and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken, the angle indicate that there was excessive force applied. It was determined that the root cause of the condition ¿cutters broke¿ was excessive lateral or side to side force. Therefore, the reported condition of a broken cutter was confirmed. The assignable root cause of this condition was determined to be traced to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Concomitant med products and therapy dates: burr device ((B)(6) 2019). The device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a craniotomy surgical procedure it was observed that the cutter devices broke off when attempting to make a burr hole in the bone. It was reported that when attempting to use an identical spare device to make a burr hole in the same location, the burr device broke off a second time. It was reported that there was debris found in the surrounding area. It was reported that all fragments of the burr devices were removed from the patient. It was reported that there was a 5-minute delay in the procedure due to the event. There was patient involvement reported. There was no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.